Event description:
It has been reported to philips that the system does not display the live image. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer planned to perform planned treatment/non-emergency treatment (cardiac arrhythmia) on the system. The procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no live image and the issue was always occurring. Review of system log file couldn¿t confirm the no image malfunction. Upon troubleshooting, the fse checked the labels. Fse found that the cable was wrongly connected. To resolve this issue, the philips engineer reconnected the cables. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.